Manufacturer narrative:
Results and conclusion: the results and conclusion cannot be determined at this time as the unit is still being evaluated by the technician.

Event description:
It was reported by repair work order that the lift was intermittent. No patient was affected and no adverse consequences or clinically relevant delays in treatment were reported.